Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: the returned torque wrench was examined upon receipt and the hex tip was confirmed to be broken. Under magnification it could be seen that the break occurred at the interface between the hex tip and the inner 8.5 mm diameter zone of the wrench. Functional inspection: could not be performed due to breakage of hex tip. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the customer reported event of the hex tip breakage of the xia 3 titanium torque wrench and it was confirmed via a visual evaluation. The location of the break is centralized near the junction of the hex tip base and the inner, 8.5mm diameter zone. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. This testing concluded that the breakage was due to semi-fragile sudden rupture process initiated by an important notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing. The cause of the breakage at this location is currently being investigated in a CAPA.

Event description:
It was reported that "during the inspection with torque analyzer at the distribution centre, the tip of the torque wrench broke off."

Manufacturer narrative:
Visual inspection, functional inspection, and device history review visual inspection: the returned torque wrench was examined and the hex tip was confirmed to be separated from the torque wrench. The breakage occurred within the inner cylinder, exposing the inner pin of the torque wrench. Functional inspection: not applicable due to the hex tip being broken. Device history review: one unit was scrapped as a result of the issue. A functional test and a check of appearance and shape were done on all remaining units from the batch and met specifications. The returned sample was visually examined and breakage of the hex tip was confirmed. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. The cause of the breakage at this location is within the scope of a corrective action initiated earlier this year for the same issue with this device.

Event description:
It was reported that "during the inspection with torque analyzer at the distribution centre, the tip of the torque wrench broke off."